Manufacturer narrative:
The customer washed the cut with soap and water and applied a band-aid. The technologist was advised to complete an incident report at the facility. An immucor field service engineer also performed service on the instrument. The instrument is operating as expected.

Event description:
A customer reported that a medical laboratory technologist was injured by the galileo neo, (B)(4).